Event description:
The customer observed a leak coming from a coulter lh 750 hematology analyzer. The leak was located at the tubing at the bottom of the flow cell. The leak was not contained to the instrument. The volume of the leak was approximately ten to twenty milliliters. The customer stated that beckman coulter inc. Service had previously been working in the area of the leak. The customer noticed the leak after service had left and reported that the differential results voted out as soon as the tubing detached from the flow cell. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a gown, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer found the tubing at the bottom of the flow cell was loose. The field service engineer replaced the tubing at the bottom port of the flow cell and the t fitting was also replaced. The instrument was returned into operation after completion of repairs. The cause of the event was loose tubing at the bottom port of the flow cell. No discrepant results were generated however, a failure mode was identified that could cause flagged differential results upon recur. (B)(4).